Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-14 below) as part of internal complaint handling activities. Due to the lapse in time since the removal case occurred, limited information was available. Good faith effort was made as the sales representative confirmed during the initial contact on 07/01/2020 that he did not know and would not be able to know the information regarding dates, parts, lots, etc. Similarly, doctor 1 was also questioned regarding the case and patient details, however, he confirmed that he could not recall. Patient age at time of event, date of birth, sex, and weight not reported. Date of event is unknown. The event is considered to be when the patient and/or doctor noticed something that caused the need to remove the plate. Catalog # and serial #) not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. *see note below. Reprocessor name and address n/a to this report. Implanted date is unknown. Explanted date was estimated to be in (B)(6) 2019. (B)(6) 2019 is entered as per the guidance on estimating dates. Concomitant medical products and therapy dates not reported. Initial reporter address, telephone, fax, and email are unknown. The phone conversation occurred on a sales representative's line, so the doctor's telephone number is unknown. Follow-up n/a to this report. Device manufacture date could not be confirmed. *see note below. Recall numbers n/a to this report. No files attached to this report. *note: because the plate orientation (right or left) is unknown, brand name and model # feature 'x' in place of the orientation identifier. Due to this unknown orientation, lot # and unique identifier (UDI) # and device manufacture date could not be confirmed and device history record (DHR) review could not be conducted. Investigation: evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving mib removals between june 2019 and june 2020. Fifteen (15) similar complaint(s) were identified. Common root causes are as follows: 11 unknown, two (2) patient noncompliance, two (2) investigations in-process. Of these 15 complaints, none involved parts from the same lot number as the reported event, as no lot numbers for this event could be confirmed due to unreported information. DHR review: part number is unknown and lot number(s) could not be narrowed down. Due to the lapse in time, neither the sales representative nor the doctor were able to confirm whether it was a right or left mib plate. Thus, potential lot numbers could not be narrowed down to a significant amount that would provide insight into the root cause of the reported event. Review of surgical technique: minimally invasive bunion plating system instructions for use, 900-01-016 rev d, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Visual & dimensional inspection: the part was not returned so no visual or dimensional inspection was performed. Simulated use testing: as there is limited information available regarding the mib removal, it is uncertain what the failure mode is to try and recreate at corporate. Thus, simulated use testing was not be conducted. Investigation conclusion: the sales representative stated that he cannot recall if any pain was noted or any deficiencies were observed surrounding the product itself. As limited information was provided regarding the case, the root cause of the event remains unknown.

Event description:
On (B)(6) 2020 while aiding in the investigation for ccr 20-06-009, trilliant surgical's product manager had a phone conversation with doctor 1. Doctor 1 recalled a prior removal of an minimally invasive bunion (mib) plating system construct (which was later investigated to be unreported by the local sales representative at the time). A trilliant surgical sales support specialist followed up with the local sales representative to obtain any details surrounding the removal. Due to the lapse of time, the sales representative could no longer recall any further details surrounding the removal with doctor 1. The sales representative could only recall that a removal happened during (B)(6) 2019 and could not recall if any pain was noted or of any deficiencies surrounding the product itself.